Event description:
It is reported that the device was implanted in 2000 and revised post-op in 2004. The pt presented with pain in right hip and was diagnosed with femoral component loosening. Right total hip arthroplasty revision, femoral component only.